Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance and a high number of short interval counts (sic) that triggered a patient alert. A fracture was suspected. It was further reported that the device had unexpected longevity as it was implanted 18 months ago and showed and an expected battery longevity of only 12 to 14 months. It was noted that the patient was paced 60% of the time at over 80 beats per minute. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: d314trm ICD, implanted: (B)(6) 2012. (B)(4).